Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented for a follow-up at the clinic. The pacemaker was found to be in backup vvi mode, possibly due to a software error. Programming changes were made. There were no patient consequences, and the patient would continue to be monitored.